Manufacturer narrative:
Philips service replaced q boards and kv ma boards, restoring the device to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent exposure failure occurred due to q and kv ma board issues on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.